Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. The root cause could not be identified conclusively. Potential contributing factors may be movement of the patient, improper docking or too much fluid on the eye. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a suction break on one eye during a procedure. A partial cut on the flap bed was noted. The surgeon took foot off the pedal at that point. Upon follow up, no known issues with flap was reported.